Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an occlusion alarm while delivering a bolus. Tandem technical support was unable to complete troubleshooting as the supplies had been changed prior to the call. The customer's blood glucose level was 309 mg/dl, which was addressed with a manual injection. Additionally, the customer received a minimum fill message. Reportedly, the cartridge was filled with 300 units of insulin. The customer went through the fill tubing sequence and completed the load process successfully.